Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was reported. There were no patient consequences.

Event description:
Additional information received indicates that the patient was seen in clinic. Device interrogation revealed excessive bluetooth usage message, and bluetooth telemetry was restored by magnet placement.